Manufacturer narrative:
The investigation for the stroke and ventricular tachycardia (vt) has been completed. The pump was returned for investigation and no abnormality were noted upon investigation. However, without sufficient clinical details, the root cause of the stroke and ventricular tachycardia (vt) could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was on impella 5.5 support. While on support, the patient developed acute onset stroke symptoms with left sided weakness, facial drooping, and slurred speech. The doctor is unsure if stroke symptoms are related to pump. There were also runs of ventricular tachycardia. The patient remains on support.